Manufacturer narrative:
Analysis found that the reported field event of backup vvi (bvvi) was confirmed in the laboratory, and was due to checksum error that was caused by code corruption. After a product download and reprogramming, the device resumed normal function,.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted. No additional information was available.